Manufacturer narrative:
Reported event: an event regarding seizing involving a unknown, jts device was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported by surgeon: this morning I tried to lengthen an electromagnetic distal femur: failed. With unusual noise on auscultation, attempt to shorten: same unusual noise. The electromagnet making a funny noise when the generator is switched on.